Manufacturer narrative:
Investigation summary: the event units were not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. The exact root cause of the seromas is unknown. There have been no similar complaints reported for this product. Applied medical has reviewed the details surrounding the incident. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation, but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Total hip anterior: "doctor (B)(6) had trialed 6 alexis orthopedic devices. Three of the patients ended up with seroma." Patient status: fine. Type of intervention: postop - needed to drain fluid.